Manufacturer narrative:
The driver's alarm history was reviewed and revealed an "39" alarm code which can be produced during power cycling of the freedom driver which can take place at either the clinical site or prior to the alarm reading during the failure investigation, during an onboard battery exchange, or if an onboard battery is not fully latched in place intermittent communication errors can result in a fault alarm. Note: only permanent alarms are recorded in the driver's alarm history, intermittent and/or recoverable alarms are not recorded in the driver's alarm history. This includes a temperature alarm which will only become permanent if it persists for longer than 30 minutes. During functional testing, the driver did not pass the section for right speaker sound level too low. This is unrelated to the customer-reported issue. In an attempt to reproduce the temperature alarm, a 48-hour observation run was performed. During this test no alarms were observed. The root cause of the customer-reported temperature alarm could not be conclusively determined. (H6: 3189, 4736, 213, 67). The root cause of the driver's right speaker sound level below specifications was determine to be a malfunction of the freedom speaker printed circuit board. (H6: 1198, 427, 120, 4307). This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a temperature alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.